Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range (oor) shock lead impedance measurement measuring, 127 ohms. Measurements have been trending around 100 ohms. Technical services recommended to continue to monitor and to increase the oor range limit. At this time, the lead remains in service. No adverse patient effects were reported.